Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5118399-1

Event description:
A follow up voluntary report was received on 8/23/2023. It was reported that signal loss over one hour occurred. It was determined that the signal loss was related to the mobile application. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.

Event description:
A voluntary MDR/medwatch report was received on 06/20/2023. It was reported that signal loss over one hour occurred. It was determined that the signal loss was related to the mobile application. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Voluntary MDR/medwatch report number mw5118399 and mw5118400.